Event description:
A 54-year-old female who was admitted on (B)(6) 2025, for diabetic ketoacidosis was being treated in the intensive care unit. On (B)(6) 2025, the patient became hypotensive and was started on vasopressor therapy. Laboratory testing demonstrated rising liver function tests, acute kidney injury, and an elevated troponin level of approximately 1800. The patient was taken to the cardiac catheterization laboratory, where a decision was made to place an impella device for cardiogenic shock. When impella flow rates were increased, transthoracic echocardiography demonstrated the presence of a large ventricular septal defect. Whlie ventricular septal defects present a contraindication for the use of an impella cp, several positive reports were published for it's successful use in this complication. Impella flow was reduced to a performance level corresponding to approximately two liters per minute to minimize right-to-left shunting. A decision was then made to initiate femoral venoarterial extracorporeal membrane oxygenation, and the patient was successfully cannulated. The patient subsequently developed atrioventricular block, and a temporary pacemaker was placed. The patient was later transferred to a tertiary care center for surgical repair of the ventricular septal defect.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5 (event description) and d6b (date of explant). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the heart block referenced required placement of a transvenous pacer. The low/blocked pump flow was attributed to a large ventricular septal defect (vsd) that was not recognized until after the impella was placed. The team intentionally ran the device at a lower p-level to maintain reduced flow and avoid inducing a right-to-left shunt across the vsd. The pump itself was functioning properly.

Manufacturer narrative:
A4 weight was added as it was not previously reported on the initial report that was submitted.